Manufacturer narrative:
There is no sign that a catastrophic or sudden event would create a safety situation. The system was replaced.

Event description:
Physical inspection reveals structural fatigue, cracked welds, and small cracks in main chassis sheet metal.